Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a heart catheterization procedure. Reportedly, after the procedure, there was no suture when the plunger was pulled back. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record review could not be performed because the lot number was not reported and the product was not returned for analysis. The lot corrective and preventive actions review was performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - primary UDI number: a partial UDI was provided as the lot number is not known.